Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleging the pump gave a 'no cartridge detected' warning and emptied the insulin from cartridge during the load step. The reporter verified the patient was disconnected from the pump at the time.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several "no cartridge detected" warnings on the reported event date. During a "load" step attempt, the piston was found to stop short. The pump was primed and an "occlusion" alarm was emitted during a normal "bolus" delivery attempt. The pump was opened and a component was found to be misaligned on the printed circuit board (pcb).